Manufacturer narrative:
The investigation of this event is currently in process. A follow up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported an employee received a burn while unloading a verify v24 scbi pouch from their v-pro 1 plus sterilizer. The front and back of the pouch were wet and the employee was not wearing proper ppe. The employee sought medical treatment and returned to work.

Manufacturer narrative:
The employee was not wearing proper ppe at the time of the reported event. A steris field service technician arrived onsite, inspected the v-pro1 plus sterilizer, and was unable to identify any issue with the unit. The unit was confirmed operational according to specification and no repairs were required. Section 1 of the operator manual for the v-pro 1 plus sterilizer states, "any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions," and "[when] handling hydrogen peroxide, wear appropriate personal protective equipment." Steris has performed in-service training regarding the proper use and operation of the unit.